Event description:
It was reported that zonular laxity was noted intraoperatively by the surgeon and a capsular tension ring was placed. Also, it was reported that during lens insertion the lens "flipped" resulting in tearing of subincisional zonules and loss of vitreous. The incision was enlarged to remove the lens, vitrectomy was performed and anterior chamber lens was implanted. This event is for the patient right eye. The current prognosis was reported as "patient is doing well with anterior chamber lens." Reference 2031924-2014-00091 for the lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.